Event description:
Customer reportedly obtained a result of 5.0 inr on the coaguchek xs system at 8:15am. She had a reaction to an antibiotic and went to the ER where she tested 7.2 inr on a lab. Customer was given vitamin k and told to hold her medication 2 days. Requested return of suspect device and replacement was cent.